Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v635829, implanted: 2011-(B)(6), explanted: 2013-(B)(6), product type lead. Product ID 37085-60, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2013-(B)(6), product type extension. Product ID 37085-60, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2013-(B)(6), product type extension, product ID 37642, serial# (B)(4), product type programmer, patient product ID 3389s-40, lot# v635829, implanted: 2011-(B)(6), product type lead. Product ID 37085-60, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2013-(B)(6), product type extension. Product ID 37085-60, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2013-(B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient had a scalp infection at the location where the lead entered into the patient¿s skull. It was stated that the patient¿s leads and extensions were explanted on 2013-(B)(6). It was stated that the patient was hospitalized and recovered without sequelae. It was noted that the infection was caused by the patient¿s extensions.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3389s-40, lot# v635829, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# v635829, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: extension. Eval code-conclusion no longer applies.

Event description:
Additional information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the previously reported infection was confirmed and caused the entire system to be explanted. The patient said it was maybe the wires that got infected, but didn't know for sure. The patient also stated that he thought the issue happened in 2011. No other information was reported.